Manufacturer narrative:
This is for the same event as manufacturer report 2937094-2018-60318.

Event description:
During a kidney stone extraction procedure, the first two fibers were reported to burn the physician finger. It was clarified that the two fibers did not exhibit breaks. There was no treatment administered in response to the burn. A third fiber was utilized to complete the case without clinical consequences to the patient. This report is for the first fiber.